Manufacturer narrative:
Product analysis conclusion :four still images were received for analysis. Images depict a sentrant sheath. Deformation is evident to the sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter pulmonary valve procedure, the sheath was used in the right ventricular outflow tract and as the anatomy was curved this led to the sentrant becoming bent in multiple locations across the length. The sheath was inspected and had no issue before use. The event was resolved by using another sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis four still images were received for analysis. Images depict a sentrant sheath. Deformation is evident to the sheath. Product analysis the sentrant sheath and obturator were received together. No deformation was evident to the obturator. Deformation was evident to the proximal and distal sections of the sheath. A section of wire coil was protruding from the tip. Deformation was evident inside the tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.